Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 217 lbs. Concurrent conditions included irregular periods, dysfunctional uterine bleeding, vitamin d deficiency, pelvic discomfort, flu, dizziness, fatigue, difficulty breathing, nausea, constipation, diarrhea, dyspareunia, dysuria, fever, hematuria, urinary frequency, vaginal discharge, vomiting, menometrorrhagia, lightheadedness, obesity, polycystic ovarian syndrome, vomiting, fatigue, uterine enlargement, hypertension, drug hypersensitivity, cervicitis, yeast infection and bladder infection. Concomitant products included drospirenone + ethinylestradiol + levomefolate calcium (safyral) from (B)(6) 2014 to (B)(6) 2014 and ethinylestradiol; norgestimate (trinessa) from (B)(6) 2014 to (B)(6) 2014 for menorrhagia as well as ciprofloxacin hydrochloride (ciprofloxacin hcl), escitalopram oxalate (lexapro) since (B)(6) 2018, hydroxyzine from (B)(6) 2018 to (B)(6) 2018, ibuprofen, medroxyprogesterone acetate (provera), medroxyprogesterone from (B)(6) 2014 to (B)(6) 2014, metformin, nsaids from (B)(6) 2009 to (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury") and depression ("psychological or psychiatric problems condition: depression and mental anguish\psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, dysmenorrhoea, weight increased, abdominal pain and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, psych injury she has had essure placed in 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion, other (please describe) unable to evaluate left micro-insert due to large filing detail seen on the left side of the uterus.; on (B)(6) 2019: limited evaluation of the left micro-insert due to the presence of a large filling defect seen on the left side of the uterus; on (B)(6) 2019: nonpatent bilateral fallopian tubes, essure device. Ultrasound scan vagina - on (B)(6) 2014: bilateral ovarian follicles. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, abdominal pain, vaginal bleeding, anemia, lot number: 664442, manufacture date: 2009-08, expiration date:2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 217 lbs. Concurrent conditions included irregular periods, dysfunctional uterine bleeding, vitamin d deficiency, pelvic discomfort, flu, dizziness, fatigue, difficulty breathing, nausea, constipation, diarrhea, dyspareunia, dysuria, fever, hematuria, urinary frequency, vaginal discharge, vomiting, menometrorrhagia, lightheadedness, obesity, polycystic ovarian syndrome, vomiting, fatigue, uterine enlargement, hypertension, drug hypersensitivity, cervicitis, yeast infection and bladder infection. Concomitant products included drospirenone + ethinylestradiol + levomefolate calcium (safyral) from (B)(6) 2014 to (B)(6) 2014 and ethinylestradiol;norgestimate (trinessa) from (B)(6) 2014 to (B)(6) 2014 for menorrhagia as well as ciprofloxacin hydrochloride (ciprofloxacin hcl), escitalopram oxalate (lexapro) since (B)(6) 2018, hydroxyzine from (B)(6) 2018 to (B)(6) 2018, ibuprofen, medroxyprogesterone acetate (provera), medroxyprogesterone from (B)(6) 2014 to (B)(6) 2014, metformin, nsaids from (B)(6) 2009 to (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury") and depression ("psychological or psychiatric problems condition: depression and mental anguish\psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and vaginal infection had resolved and the menorrhagia, anxiety, depression, dysmenorrhoea, weight increased, abdominal pain and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, psych injury she has had essure placed in 2005 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion, other (please describe) unable to evaluate left micro-insert due to large filing detail seen on the left side of the uterus.; on (B)(6) 2019: limited evaluation of the left micro-insert due to the presence of a large filling defect seen on the left side of the uterus; on 19-may-2019: nonpatent bilateral fallopian tubes, essure device.. Ultrasound scan vagina - on (B)(6) 2014: bilateral ovarian follicles. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, abdominal pain, vaginal bleeding, anemia, lot number: 664442 manufacture date: 2009-08 expiration date:2012-08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for events physical pain, general abnormal bleeding, abnormal bleeding (vaginal, menorrhagia) and infection (bladder/ urinary tract/vaginal) type: vaginal updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure (batch no. 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Concurrent conditions included irregular periods, dysfunctional uterine bleeding, vitamin d deficiency, pelvic discomfort, flu, dizziness, fatigue, difficulty breathing, nausea, constipation, diarrhea, dyspareunia, dysuria, fever, hematuria, urinary frequency, vaginal discharge, vomiting, menometrorrhagia, lightheadedness, morbid obesity, polycystic ovarian syndrome, vomiting, fatigue, uterine enlargement, hypertension, drug hypersensitivity, cervicitis, yeast infection and bladder infection. Concomitant products included drospirenone + ethinylestradiol + levomefolate calcium (safyral) from (B)(6) 2014 to (B)(6) 2014 and ethinylestradiol; norgestimate (trinessa) from (B)(6) 2014 to (B)(6) 2014 for menorrhagia as well as ciprofloxacin hydrochloride (ciprofloxacin hcl), escitalopram oxalate (lexapro) since (B)(6) 2018, hydroxyzine from (B)(6) 2018 to (B)(6) 2018, ibuprofen, medroxyprogesterone acetate (provera), medroxyprogesterone from (B)(6) 2014 to (B)(6) 2014, metformin, nsaids from (B)(6) 2009 to october 2014 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury") and depression ("psychological or psychiatric problems condition: depression and mental anguish\psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, dysmenorrhoea, weight increased, abdominal pain and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, psych injury she has had essure placed in 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion, other (please describe) unable to evaluate left micro-insert due to large filing detail seen on the left side of the uterus.; on (B)(6) 2019: limited evaluation of the left micro-insert due to the presence of a large filling defect seen on the left side of the uterus; on (B)(6) 2019: nonpatent bilateral fallopian tubes, essure device. Ultrasound scan vagina on (B)(6) 2014: bilateral ovarian follicles. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, abdominal pain, vaginal bleeding, anemia, most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case became incident. Lot number, date of removal, events onset dates were added. New events menorrhagia, vaginal bleeding, vaginal infection, depression, mental anguish, dysmenorrhea, weight gain, abdominal pain were added. Updated outcome of event pelvic pain to recovering/resolving. Reporters, patients dob, lab data, medical history, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.